Event description:
The user facility reported that the glidewire severed in half as the doctor was spinning the wire thru a tight lesion. He was able to snare the wire without causing harm to the patient. The patient was stable. The procedure was successful, however was a prolonged case. Additional information was received on 16december 2021: the procedure was an aortogram, pelvic angiogram, and left superficial femoral artery (l sfa) with lithotripsy and self-expanding stent placement. Additional information was received on 17december 2021: no fragment was left in the patient. The doctor only had to snare the wire to remove it. It is unknown if there was any other equipment or devices used.